Event description:
Tech alleged, this bed had no bed functions.

Manufacturer narrative:
Tech found that the power supply board had signs of fluid ingress. He replaced the power supply board and the bed function properly. There were no alleged injuries.